Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for analysis. Imaging was not provided as well. The event as described or the alleged product issue could not be confirmed.

Event description:
It was reported that a stent was difficult to detach. Eventually it did detach but it did not fully open. It was reported that there was good flow post deployment. It was reported that about a week later the patient started to experience multiple strokes. The vessel where the stent is has thrombosis in the stent.